Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-14463, 2017865-2020-14465. It was reported that the patient presented with an unspecified infection and pocket erosion. There is no known allegation from a health professional that suggests the infection was related to the biventricular pacemaker system as the physician is unsure of the root cause. The pacemaker, right ventricular, right atrial, and left ventricular leads were explanted. The device was replaced with a competitor device. The patient was in stable condition.